Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for lumbar radiculopathy, lumbar post-laminectomy syndrome, chronic pain syndrome, and chronic leg and low back pain. It was reported that the patient experienced pain- it wasn't providing coverage of their groin region pain and the battery was malfunctioning. The patient was able to walk with some difficulty without assistance- the patient had difficulty walking due to pain. The patient felt tingling and paresthesia with high density settings. The ins was replaced. The new ins provided good coverage and control of their pain. There were no complications as a result of the surgery. No further complications reported.